Event description:
Reference number: (B)(4) event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The infusion set tubing detached from hub. The infusion set was in use for less than two hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.